Event description:
The patient reported that they noticed a burning/hot sensation on their back a few days prior to the report, and the next time they used their recharger, it wouldn't connect with their implant. The patient stated that they couldn't communicate with their implant using the programmer or the recharger. The patient mentioned that their stimulation was working until recently. They noted that they last successfully charged a couple of weeks ago. The patient was to follow up with their healthcare provider. The patient was implanted for chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.